Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual testing as well as functional testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that during the procedure, there was vessel perforation by the subject guidewire leading to sub arachnoid hemorrhage (sah) in the mca bifurcation area and patient death. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared as per the dfu, continuous flush was set up and maintained throughout the clinical procedure, the tortuosity of the patient's anatomy was normal, and the patient was on dual anti platelet therapy (dapt) before and after the surgery. Additionally, it was noted that in the physician's opinion, the reason for the event was wire perforation due to wire manipulation error which was noted to be an operating problem and not a defect of the guidewire. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to this complaint.

Event description:
It was reported that an endovascular procedure was performed in a patient with left internal carotid artery unruptured aneurysm. Immediately after the procedure, before leaving the operation room, post operative computerized tomography (CT) scan revealed presence of subarachnoid hemorrhage (sah) in the middle cerebral artery (mca) bifurcation area. According to the physician, during manipulation of the subject guidewire, there was vessel perforation leading to sah and it was operating problem, not the defect of the subject guidewire. Several attempts of compression hemostasis with a balloon were made to stop bleeding. On 27 feb 2023, received information that the patient expired. No further information is available.